Manufacturer narrative:
Sc-8216-50 (sn (B)(4)) only the paddle portion was returned. Eight electrodes were missing from the paddle.

Event description:
A report was received that the patient was experiencing rib stimulation. The patient underwent a revision procedure wherein the physician noticed that the lead was fractured. It was believed that the lead was fractured prior to the procedure due to fall. The lead was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing rib stimulation. The patient underwent a revision procedure wherein the physician noticed that the lead was fractured. It was believed that the lead was fractured prior to the procedure due to fall. The lead was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that all of the contacts were removed from the patient.

Event description:
A report was received that the patient was experiencing rib stimulation. The patient underwent a revision procedure wherein the physician noticed that the lead was fractured. It was believed that the lead was fractured prior to the procedure due to fall. The lead was replaced. Device malfunction was suspected. The patient was doing well postoperatively.